Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: a piece of the pouch loosened and was found in the patient. Probable root cause: material/design error, manufacturing/assembly error, improper cleaning/sterilization, excessive user force, user misuse. The device manufacturer date is not known. Gtin: (B)(4).

Event description:
It was reported that when the spike was inserted into the pouch, a piece of the pouch loosened potentially causing pouch piece to loosen and fall inside patient. The piece was removed with no remains inside the patient. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that when the spike was inserted into the pouch, a piece of the pouch loosened potentially causing pouch piece to loosen and fall inside patient. The piece was removed with no remains inside the patient. The procedure was completed successfully.